Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had a lot of falls and unrelated back surgeries. The patient stated that they have fallen 200 times since 2007, and has had 10 falls since (B)(6) 2015. The patient stated that there was a time when their doctor had to push their leads back, in (B)(6) 2015, and that they have had their leads moved several times. The patient did not specify a specific date as to when the doctor had to push the leads back, other than sometime in (B)(6) 2015. No patient symptoms were reported in relation to the patient's device or therapy. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.